Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had pump errors. The customer¿s blood glucose level was 150 mg/dl. The customer was advised to perform self-test and test did not pass. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the pump and to revert to back-up plan as per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37, 38, or 130 noted during testing. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, and minor scratched lcd window.